Manufacturer narrative:
Three fast-fix 360 curved needle delivery systems were returned for evaluation. Devices were returned in the same packaging making lot identification prohibitive. Visual assessment of each device showed no t¿s or suture remains on the needles. No suture or t¿s were returned. The actuator is in its post t2 deployment position on each device indicating a complete deployment. Devices were functionally tested for proper actuator advancement and cycling, devices functioned as intended. Reported pre-deployment cannot be confirmed. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).

Event description:
During an acl procedure it was reported that the device would not deploy correctly; the doctor used a back-up device to complete the procedure. There were no t implants left unsecured in the patient's joint. There was no reported delay, patient injury or surgical complication.